Event description:
The company was informed that the pt's device was explanted for medical reasons. The pt was reportedly suffering from a mental disorder. Advanced bionics is in the process of gathering further info. Once additional info is received a supplemental report will be submitted.